Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to rigidity. The doctors found that the right cylinder was shredded. The patient is expected to fully recover following the procedure.